Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 5 months. The explanted pump was retained by the hospital and will not be returned for evaluation. No photos of the thrombus reportedly seen in the pump at the time of explant, and no images of the reported outflow graft kink were submitted for evaluation. The heartmate ii lvas instructions for use provides direction regarding the preparation, installation, and orientation of the sealed outflow graft. The instructions for use also lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with elevated lactate dehydrogenase levels. A CT scan revealed a kinked outflow graft. The patient was asymptomatic. A heparin drip was initiated for suspected pump thrombus. A stent/graft was placed in the outflow graft during an endovascular procedure. The patient later experienced a renal infarction due to suspected clot, which led to a suspicion of continued pump thrombosis. The patient's inr goal target was 2 to 3. The patient underwent a pump exchange on (B)(6) 2015; thrombus was reportedly observed in the explanted pump.